Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pocket a3 failed to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket had failed to open. A field service engineer found that the medicine was jammed and caused the pocket not to open. Used the tool to get the pocket open and reseated the medicines by customer to avoid jamming. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6) medical center.